Event description:
The radiologist attempted arteriotomy closure with a techstar xl 6 pvs device. The pt reportedly was very large and insertion was difficult. The needles did not present on deployment. It was noted that the device had fractured at the hub. The pt was sent for surgical removal of the device. The pt did fine after surgery. The physician felt in retrospect that the angle of insertion may have been higher than 45 degrees related to the pt's size.